Event description:
Cpi received info that this implantable cardiac defibrillator had recorded episodes that indicated possible oversensing. Insulation break both rate leads had been repaired once before 8/28/93. Unk where this lead damage was located. All leads were capped adn new system was implanted. Both rs leads had insulation breaks. The original breaks were a short distance from the connector. The new breaks were more distal than that. Both breaks were in the coil.